Event description:
It was reported that the patient could see a wire at the wound site of the implanted pacemaker. The patient had an upcoming appointment with their physician to examine the site. The pacemaker remains in service at this time.